Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery lobectomy, when they closed the pulmonary artery, the stapler was not able to fire, the surgeon was able to press the green button but the handle could not be squeeze. They replaced a new reload to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: (model #, catalog #, UDI), (PMA / 510k #), (evaluation code-conclusion), . If information is provided in the future, a supplemental report will be issued.